Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to abdomen and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan medical physicians have determined that there is no ph. There are currently no reportable events against the device.